Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to read co2 while monitoring a patient. The patient's vitals were stable and there was no adverse impact.